Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage around the area of where the broken conductor wire is was observed. No damage to the conductor wire insulation was observed. Root cause of this failure is attributed to a component failure. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage on the other side of where the conductor wire cable breakage was observed. This failure is typically associated with mishandling/misuse.